Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid to distal sfa of the left leg (l-1). Patient also received 2 pacific xtreme pta balloon catheters, one amphirion deep pta balloon catheter and one in.pact admiral paclitaxel-eluting pta balloon catheter approximately 16 months post the index procedure. Approx. 20 months post index procedure the patient suffered occlusion left lower limb, related to the target lesion (l-1). The target lesion was treated 14 days later with one pacific xtreme pta balloon catheter. It was also treated with non mdt devices and manual thrombectomy. The event was resolved. Investigator has assessed that the event was not related to the study device, procedure or drug.

Manufacturer narrative:
The cec adjudicated the previously reported occlusion left lower limb as related to the study device, not related to the procedure or drug. The occlusion was also treated with mechanical thrombectomy and medication.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).